Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a 1.25 unit bolus while the cartridge was not on the pump. Contact did not specify if insulin was observed to be delivered, but reported that the pump registered a 1.25 u bolus, prior to declaring a valid cartridge removed alarm. Issue was resolved by reloading a cartridge. There was no reported adverse impact to the customer's blood glucose level.